Event description:
It was reported the patient experience a decrease in effectiveness of therapy. The hcp opted to replace the pump only as the catheter "functioned fine". It was unclear if rotor or dye studies were performed. The drug in the pump was dilaudid at a concentration of 25 mg/ml. The patient recovered without sequela.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.